Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions. The instructions for use, states: do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma, which may necessitate intervention and/or surgical removal of the device and vessel repair. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to a transaortic valve replacement (tavr) procedure, suture placement was attempted in an unspecified vessel with a proglide device using the preclose technique. The sheath sizes used were not provided. Reportedly, the foot would not retract and was pulled out through the artery. When the device was removed the foot was sticking out approximately 3 mm on the top side and completely retracted on the bottom side. The tavr procedure was completed. A cut-down procedure was performed to manually stitch the artery and achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.